Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, d.10 returned to manufacturer on: 06/19/2020 investigation conclusion a review of the pcu event log shows two air in line alarms occurred on the reported pump module device on 04jun2020 at the following (customer) timestamps of 10:18am and 11:49am. The pump module rates during these events were noted as 1.6ml/hr. For each alarm, the pump module door was opened and the infusions were continued. The pcu and pump module devices were manually powered off on the same day at 12:47pm. Received were the following used samples- 1)(set 1) model 2202-0007 lot 20045928 with affixed label "uvc-primary", 2)(set 2) model 2202-0007 lot 200465928 with affixed label "uvc-secondary", 3)non-bd (baxter) empty infusion bag labeled "neonatal total parenteral nutrition" volume/rate: 76.8ml at 3.2ml/hr for 24 hours, and 4)non-bd high flow spike adapter. The samples were received attached to each other: infusion bag to spike adapter. Set 1 drip chamber spike to spike adapter's 1 of 2 ports. Set 2 drip chamber spike to spike adapter's 2 of 2 ports. The set samples were visually inspected for kinks, holes/tears in the tubing or damages to the components. Both set's filters were observed to have dried fluid within and around. A pocket of air was observed below the pump segment on one of the sets. No other issues were observed. The infusion bag was replaced with a fluid filled lab infusion bag and both sets were attempted to be reprimed. The fluid flowed through and exited the sets as expected. A lab gauge needle was attached to each set's exit and the sets were loaded into lab pump modules. Infusions were programmed for each at the reported rate of 1.6ml for one hour. The infusions completed as expected with no alarms or issues. Further testing of the sets by applying air pressure up to 30psi while submerged underwater (per IV disposables leak test method dir 10000360033) also observed no leak or issue. Additional testing was performed with the high flow spike adapter by applying air pressure through its intended fluid paths while submerged underwater. No leak or issue was also observed. Equipment used (inspection and functional testing performed on 14aug2020) - ram optical instrumentation/eq08204 (calibration/pm due date 05feb2021) - 8100 pump module/eq103048 (calibration/pm due date 12aug2021) - 8100 pump module/eq08475 (calibration/pm due date 12aug2021) - 8015 pcu/eq10291 (calibration/pm due date 20mar2021) - pressure regulator/eq00151 (calibration due date 07nov2020) the device history record for set model 2202-0007 lot 20045928 shows the set was manufactured on 15apr2020 with a total of (B)(4). There were no quality notifications issued during the production build of this set. The customer's report of air in line was confirmed based on review of the pcu device event log. According to the received device event log, two air in line events occurred on the reported pump module device on 04jun2020 at the following (customer) timestamps- 10:18am and 11:49am. For each alarm, the pump module door was opened and the infusions were continued with no further issues until the devices were manually powered off approximately one hour later. However, functional testing of the received set samples observed no issues or alarm during reprime and infusion. The root cause was unable to be identified. No issue was reported during priming. H3 other text : see h10

Event description:
It was reported that as lvp 20d 1.2m had air in the line. The following information was provided by the initial reporter: material no: 2202-0007 batch no: (10)200465928. It was reported air has been present below the ail sensor. I had a conference call this morning with the customer for updates on the status of the tubing trial. The trial in sbu is stopping immediately due to increased ail issues and one adverse event during a medication administration (more to come via email). Since implementation monday, there have been incidences of ail in every setup. The customer states that prior to initiation of the trial set, there had not been an issue since (B)(6). When they did have ail before (B)(6) , it was always above the ail sensor and now with the trial tubing (larger filter in-line) the air has been present below the ail sensor. At this time the customer does not feel an on-site visit will reveal any further information.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that as lvp 20d 1.2m had air in the line. The following information was provided by the initial reporter: material no: 2202-0007, batch no: (10)200465928. It was reported air has been present below the ail sensor. I had a conference call this morning with the customer for updates on the status of the tubing trial. The trial in sbu is stopping immediately due to increased ail issues and one adverse event during a medication administration (more to come via email). Since implementation monday, there have been incidences of ail in every setup. The customer states that prior to initiation of the trial set, there had not been an issue since may 11th. When they did have ail before may 11th, it was always above the ail sensor and now with the trial tubing (larger filter in-line) the air has been present below the ail sensor. At this time the customer does not feel an on-site visit will reveal any further information.